Manufacturer narrative:
No sample information was provided. The sample type for microalbumin is usually random urine. Customer noted that qc has been unacceptable. Customer did not note any system errors or issues. It is unknown whether a new lot or cartridge of reagent resolved the issue. Service was not needed for this event, as this is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the results of controls and patient specimens are unstable for the microalbumin reagent. The customer also stated that the microalbumin reagent generated different results when loaded on different cartridges. No sample information was provided except that sample results were different with different lots or cartridges of reagent. No affect to patients were reported, as the results were not reported out of the laboratory.